Manufacturer narrative:
Additional reporter name & occupation: (B)(6).team lead supply chain. Additional email address: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was bunching up during insertion into the sheath. It was noted that they did the prep correctly and that they advised the physician to insert the iab one inch per push into the sheath without twisting. The physician stated that the membrane was loose and would not enter into the sheath. Another iab was used, but the same issue occurred. There was no patient harm or adverse event reported. This report is for 2nd iab used. A separate report for the 1st iab has been submitted under mfg report number 2248146-2022-00359.

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).